Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; moisture in the battery compartment with a cracked battery compartment. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2017 with the following findings: review of the black box data revealed no power on reset records. On examination, the battery compartment was confirmed to be cracked. The returned battery cap had stripped threads. The returned cap was not able to maintain electrical connections when placed on the pump and the reported power issues was duplicated. A test battery cap was able to attach properly to the pump and maintained electrical connection. With the test cap in place, the pump was exercised for 24 hours without interruption in power. Leak testing confirmed moisture ingress at the battery compartment crack. There was no moisture ingress noted in the pump¿s interior compartment.